Event description:
During an in-clinic follow-up, back-up mode due to event queue overflow was observed on the device. Technical services was contacted and resolved the event by reprogramming the device. The patient is stable.